Manufacturer narrative:
The investigation determined that discordant vitros anti- sars-cov-2 igg results were obtained from a single patient sample when processed using vitros cov2igg reagent lot 0165 on a vitros xt7600 integrated system. A definitive assignable cause for the discordant reactive results could not be determined with the information provided. Based on historical quality control results, a vitros cov2igg reagent performance issue is not a likely contributor to the event as all qc fluid results were within the correct IFU interpretation region. Additionally, there is also no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. The most likely cause of the discordant results in this case is the vitros cov2igg test generated false positive results for the sample under test. The vitros cov2igg instructions for use does not preclude the possibility of false positive cov2igg results due to cross-reactivity from pre-existing antibodies or other possible causes. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg lot 0165.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions centre (tsc) to report discordant reactive vitros anti- sars-cov-2 igg (cov2igg) results obtained from a sample drawn from a single patient when tested on a vitros xt7600 integrated system. The vitros cov2igg results were considered discordant as non-reactive results were obtained for the same sample tested using a vitros anti- sars-cov-2 total (cov2tot) method. Patient 1 result of 1.30 and 1.27 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The reactive vitros cov2igg result was reported from the laboratory to a physician. No treatment was initiated, altered or stopped based on the reported result. Ortho is not aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).